Event description:
It was reported that during a breast biopsy, when advancing the cutter, received a l3-033 error code. Case aborted with the samples taken and will be rescheduled for another day if necessary.

Manufacturer narrative:
Excessive body fluids. The analysis site confirmed the customer complaint. Per the service manual, during testing it was determined that heavy contamination inside the unit was causing the drive shaft not to turn inside the bushing. This caused the unit to lock up when the motor was activated causing the l3-033 error code. The following parts were replaced due to contamination: 8-tooth sprocket, 9-tooth sprocket, 11-tooth sprocket, coiled pins (3), bushings (3), drive shaft (3), mounting screws (14). The unit has not been returned for service prior to this event, therefore, no service history review can be done.